Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via clinical study reported that, twenty-two days after glaucoma filtration device implant procedure, encapsulation of the leak was observed, with an iop of 21 mmhg, with a valve in good position and a somewhat attenuated anterior chamber. Six days later the iop increased to 32 mmhg and it was decided to explore the valve in the operating room. The next day after the intervention, the iop was 10 mmhg. There was no patient harm. As per investigator the reported issue was related to device and assessed as serious adverse event.

Manufacturer narrative:
Upon further review, the current complaint found to be duplicate of file ID (B)(4). All the information has been transferred and reported under the manufacturing ref number:3003701944-2024-00012. No further reports required. The manufacturer internal reference number is: (B)(4).